Manufacturer narrative:
D4; h4, 6: info anticipated; but unavailable at this time.

Event description:
It was reported that during a colon procedure, instrument cut completely but did not staple completely. No further info is available. Overstiched by hand to complete the procedure. There were no adverse consequences to the pt.